Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient was advised to reset the device and the outcome was unsuccessful. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and the usb interface is damaged. Functional testing was attempted, however, the receiver shows no response. Communication with the unit was not possible. Due to the condition of the returned device the root cause was unable to be determined.